Manufacturer narrative:
Date sent: 11/09/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a partial hepatectomy procedure, the device would not open. The surgeon needed to cut the tissue around the device to remove it. The procedure was prolonged 45 minutes. Additional information has been requested, no response to date.

Event description:
During the deployment of the stent at the aneurysm neck, the physician noted that approximately 5cm form the microdelivery catheter hub, the outer part of the shaft had separated revealing the inner tubing. The stent was deployed without any reported consequence to the pt.

Manufacturer narrative:
The analysis found that one sc60 device was returned in good visual condition; however several b-formed staples were found on anvil knife slot and channel and with a green cartridge reload loaded on the device. The cartridge was received partially fired. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. The event described could not be confirmed as the device opened without any difficulties noted the batch record was reviewed, and no anomalies were noted during the manufacturing process.